Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, generator boards with error e433, had a destroyed transformer tr1 to be the cause. A service bulletin and an improved generator board were introduced into production in mid-july 2020, a year after the reported device was manufactured. Additionally, any error messages that may appear are triggered by the safety system of the esg-400. And communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used, prior to a procedure. According to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The reported issue was confirmed as the error e433 occurred when the unit is powered on due to a faulty generator board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The territory sales manager was informed by the customer that an asset high frequency electro-surgical generator unit reportedly had an e433 error; the unit is beeping, clicking and restarting constantly when initially powering up during procedure. There was no delay as the procedure was completed with a back-up/replacement unit. No patient injury or harm was reported. The unit will be returned for service.